Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the top of the set deaeration chamber was cracked. The presence of priming fluid inside the set indicated that the device was not damaged during loading as there was no report of a loading test failure. The damage was not detected during the manufacturing 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to improper product handling. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deaeration chamber disconnected from the tubing during priming with an oxiris set. There was no patient involvement. No additional information is available.